Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with rods in a posterior spinal fusion. It was reported that the rods were broken and dual rod will be used. The event was associated with a patient. It is unknown if there were any patient symptoms or complications as a result of the event. The revision surgery took place on (B)(6) 2022. There was a skip from around th4 to th11 among the fixed range and also between there and l3 was skipped until s. The rod breakage was observed on the right side between l3 and l4. The cause of the breakage was unclear. The broken rods were removed and replaced with another company's products. Patient's current status is unknown. The date of implant was (B)(6) 2008 and date of explant was (B)(6) 2022. The patient's medical history includes recklinghausen's disease, lipoma. No further complications were reported/ anticipated.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.